Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a chronic driveline infection. Medication did not resolve the issue. Over the past 3 months, plasma free hgb and ldh trended upwards. Right heart cath revealed worsening aortic insufficiency. The pt rec'd a pump exchange.